Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. The device was returned to the manufacturers product investigation laboratory for investigation. During from an external and internal inspection, the manufacturer observed that there is a potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, top enclosure, keypad, rear panel, bottom enclosure, blower motor, and the blower box. There appeared to be liquid spots with potential mineral deposits on the blower motor and blower box. The device was missing the accessory module and sd cover flip doors, sd card, and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a foam integrity test tool (fitt) and not able to confirm the presence of degraded sound-abatement foam. The device logs were downloaded and reviewed, and no errors were found. The manufacturer service center concluded there was no visible foam degradation.